Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no decrepancies were found.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during a realize adjustable gastric band procedure, when placing the port, the cobalt chromium hooks did not fully deploy. When trying to remove the port using graspers the surgeon states that he had to use a lot of manipulation to remove the port the surgeon noticed that the silicone became detached. Another port was used to complete the procedure. There were no patient consequences.